Manufacturer narrative:
(B)(4). Investigation of the returned device found that the complete suture was pulled out of the device with the knot unraveled. It was also noted that a posterior cuff miss had occurred as evidenced by the posterior needle tip being returned undamaged with no evidence of engagement with the cuff. Because the posterior needle did not engage with the cuff, as the suture was removed the pre-formed knot would unravel, because it was not fully formed. These findings are consistent with and confirm the reported event. A cuff-miss can be influenced by many factors, including, but not limited to: a failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies, aggressively deploying or removing the plunger and/or inadequate positioning of the foot, against the arterial wall. During testing, the plunger was inserted into the device to verify the needle trajectory and the needle trajectory, depth and mandrel travel were acceptable. To assure that all products perform according to specifications they are subject to inspection during manufacturing. The needle trajectory of each device is inspected during manufacturing. The analysis of the returned components found no indication of a product quality problem that would contribute to the reported suture unraveling. Based on the analysis, inspection criteria and the reported information, the cause of the needle to cuff miss and subsequent failure to achieve hemostasis appears to be related to the operational influences during use and not a product quality deficiency. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.

Event description:
It was reported that an arteriotomy closure of a unknown artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the knot was unraveled. It is unknown if this was observed during preparation or during use of the device. The method of achieving hemostasis was not specified. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional, relevant information. Estimate date- reported as occurred about 2 weeks ago.